Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack related to long term diabetes. The caller stated that the customer had atherosclerosis, kidney failure, and was on dialysis. The caller did not know the customer's blood glucose at the time of death; however, the last recorded blood glucose value was 133 mg/dl on (B)(6) 2015, before eating. The caller stated that the customer's blood glucose had been well controlled. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller agreed to return the insulin pump for analysis; however, they will not have it for approximately another week, because it is still at the funeral home.